Event description:
It was reported that a malfunction occurred on the pump, displaying a code that required a reset. The issue caused the customer's blood glucose level to exceed 500 mg/dl. The customer managed their high blood glucose with a correction injection and did not require third-party assistance. Technical support helped the customer reset the pump and provided instructions for future occurrences. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact technical support if any issues arose again.